Event description:
A health care professional reported a low reading from an adc hospital device. Customer reported a low reading of "lo" (below 20 mg/dl) which was lower than lab reading of 355 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. A valid strip lot number has not been provided at this time. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision test strips, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the freestyle precision pro meter were reviewed and the dhrs showed the freestyle precision pro meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter (B)(6) was returned and investigated with retained strips. Performed a visual inspection on the returned meter; no issues were observed. Installed retained batteries. Meter powered on with button depression. Lcd (liquide crystal display) was observed during power up and self-test sequence for any issues, no issues observed. Control solution testing has been performed and all results was not satisfactory. Strip port module was de-cased and observed liquid contamination. Meter was replaced with known good meter spm (strip port module) and control solution testing has been performed with satisfactory results. Issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.

Event description:
A health care professional reported a low reading from an adc hospital device. Customer reported a low reading of "lo" (below 20 mg/dl) which was lower than lab reading of 355 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.